Event description:
The surgeon attempted to implant a cc4204bf plate collamer lens. Prior to insertion into the eye, the leading haptic tore. No pt contact or injury. The cause of the leading haptic tearing was unk.